Event description:
Eagle eye intravascular ultrasound (ivus) catheter was used before stent deployment. After stent deployment, ivus catheter would not function to reassess vessel diameter. Imaging was glitching and unreliable. Catheter was unplugged and re-inserted. At this point the catheter would not display any image. A second catheter was opened and used without issue.